Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11165. Related manufacturer reference number: 2017865-2021-11181. Related manufacturer reference number: 2017865-2021-11185. Related manufacturer reference number: 2017865-2021-11190. It was reported the implantable cardioverter-defibrillator (ICD) had an infection and there was lead vegetation noted on the transesophageal echocardiogram (tee). The patient presented in clinic for a procedure on (B)(6) 2021 where the ICD, left ventricular lead, atrial lead, and both active and capped right ventricular leads were explanted. It was noted during procedure that the left ventricular lead was pulling apart. After the leads have been cut from the device, the patient experienced ventricular fibrillation with cardiogenic shock that required placement of a mechanical support device to complete the procedure. Patient condition following the event was unknown.